Event description:
It was reported that the atrial lead had high impedance. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) - the full lead was returned and analyzed and no anomalies were found. However, the outer insulation had a depression and environmental stress cracking. The outer insulation was melted. The distal end of the electrode was covered in blood. There was apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).